Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap appendectomy. According to the reporter: the port was inserted as usual with no apparent problems noted at the time of insertion. During surgery, after removing the port, it was found to have a crack in the end of it. It appeared to be just a crack, with no apparent piece of plastic missing.